Event description:
The patient underwent surgery on (B)(6) 2015. High impedance was not observed prior to surgery or during surgery. Therefore, the generator was replaced prophylactically and the lead was not replaced. During the surgery, the surgeon noted that the lead wires were pinched and wrapped around the generator. The surgeon indicted that the high impedance that was initially seen could have been due to the leads being pinched and wrapped around the generator. The explanted generator was not returned to date.

Event description:
Additional information was received that the explant facility discards all explanted products after surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized in the portion visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was observed for patient's device by the neurologist. X-rays were taken but no obvious breaks were noted by the physician. X-ray image was received and reviewed for complete lead pin insertion into the generator. The lead appears to be connected to the generator but complete pin insertion could not be determined based on the angle of the generator in the image. It was later reported that high impedance with dcdc = 7 was observed in system diagnostic test on (B)(6) 2015. No injury to the neck or chest was reported by the patient. Patient was previously seen (B)(6) 2014 by the neurologist and impedance was within normal limits with dcdc = 2. Patient was referred for surgery but no known surgical interventions has occurred to date.